Event description:
Info received indicates all four casters still roll after the brake applied and the steer lock is not working.

Manufacturer narrative:
The technician found the casters were worn. He replaced the four casters to repair the stretcher.